Event description:
This is a male pt with a history of hypertension. He underwent a ptca of a 99-100% stenosis in the mid-circumflex with a 3.0 x 18mm and a 60-70% stenosis in the mid-left anterior descending artery (lad) with a 2.5 x 18mm. Three years post stent implants, pt experienced an acute coronary syndrome (acs) and a ptca was performed revealing a 100% in-stent restenosis in the cypher stent in the mid-left anterior descending artery. A cypher 2.5 x 33mm was deployed again. Approximately three years and 10 months after the last procedure, the pt experienced unstable angina an angiogram was performed. This revealed an 80% in-stent restenosis with a stent fracture in the 2.5 x 33mm stent in the mid-lad (stent-in-stent). As a management option again ptca + stenting with cypher (2.5 x 18 mm) was performed. Multiple attempts to obtain additional patient, product and procedural info have been unsuccessful.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. While not observed in the pivotal clinical trials that supported the cypher sirolimus-eluting stent, stent fractures have been observed in long stented segments including those in which overlapping stents have been used. Possible predisposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. The curvature of the vessels during cardiac contractions with in the limited intra-thoracic space may induce high mechanical stresses, particularly in the vessel ostium. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as gender, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. Recently, drug-eluting stent fracture has been recognized as a new potential mechanism of restenosis. Based on the available info, the cause of the reported stent fracture in the present case cannot be determined. There is no evidence to suggest that these events are related to a manufacturing issue or any other defect of the device. There may be some relationship between the event and the fact the 2.5 x 33mm cypher stent was placed stent-in-stent (overlapping) and extended beyond the edges of the previously placed 2.5 x 18mm cypher stent. This could have created a "hinge point" resulting in repeated mechanical stress, although without additional info and image, this is purely speculation. The restenosis is likely a result of the stent fracture, which left the segment unprotected by sirolimus, coupled with the pt's previous severe de novo and recurrent-in-stent restenosis.